Event description:
It was reported that the atrial and ventricular leads dislodged because the device dropped down, pulling both leads up under the clavicle. It was confirmed on x-ray that the svc coil and atrial lead were crushed together. No capture, low impedance, and fracture were also indicated. The leads were removed, with replacement of the ventricular lead. The atrial lead was not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.